Manufacturer narrative:
The nurse was directed to swap the forehead sp02 sensor with a flexible finger sensor and the issue cleared up. This report is complete, and this issue is considered closed.

Event description:
Spacelabs received a report of loss of monitoring, ECG and spo2 data were intermittently displayed. No injury was reported with this event.